Manufacturer narrative:
The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: (B)(4). It was reported that patients experienced ineffective therapy both leads showed high impedances, x-ray revealed leads migrated. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein leads were unable to be explanted due to patient scar tissue and the procedure was abandoned [related manufacturer reference number: 1627487-2024-00106 and 1627487-2024-00107],

Manufacturer narrative:
Date of event is estimated.